Event description:
Information was received that prior to use, the cuff of a smiths medical endotracheal tube did not inflate. The device was then checked for air an leak by submerging it in water. As a result, they found a pinhole in the cuff. No patient injury.

Manufacturer narrative:
Device evaluation: one (1) used sample was returned for evaluation p/n 100/199/070j l/n 3757866; the sample was received in used condition with its original open packaging. During visual inspection, a tear in the cuff was observed. The customer reported condition was confirmed. The most probable root cause is that the cuff was damaged after it left the sm facilities due to the product is 100% leak tested. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.